Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a review of the 12-month service history was performed; no relevant findings were identified. Visual inspection and functional testing were performed. The customer allegation of the cassette not being detected was confirmed through a 50 ml cassette test; however, the probable cause of the issue could not be determined. The latch/lock mechanism and latch/lock flex sensor were replaced. Upon further investigation, the lcd lens was found to be nicked, the dso seal was found to be delaminated, the uso seal was found to be delaminated, and the battery door was found to be damaged. The lcd lens, dso seal, uso seal, and battery door were replaced. Dso/uso calibration was performed, and the repair was validated through dso/uso sensor testing. Pvt was performed, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.

Event description:
It was found during the investigation of the returned pump that the reported issue of the cassette not being detected was confirmed. This issue could potentially interrupt therapy during patient use.